Event description:
The following information was provided: it was reported that the patient's left knee was revised due to instability. A 6x10 cs insert was revised to a 6x11 cs insert. No damage, wear, or positioning issues were noted for the implants. Rep confirmed that no further information will be released by the hospital or surgeon.